Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed. Device history record (DHR) was reviewed and no discrepancies were found. Review of complaint history determined that no further action is required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant devices ¿ humeral stem 12mm diameter catalog #: 00434901213 lot #: 62248459, uncemented baseplate catalog #: 0434903811 lot #: 62100850, glenosphere 40mm diameter catalog #: 00434904011 lot #: 62113935, inverse/reverse screw system catalog #: 01.04223.030 lot #: 2660085, inverse/reverse screw system catalog #: 01.04223.027 lot #: 2665720. The customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was likely discarded during the procedure. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that a patient underwent a reverse shoulder arthroplasty revision due to prosthesis instability of the polyethylene liner two weeks post-operatively. The liner was removed and replaced with a retentive liner.